Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the leak at the entry site was not determined. The surgeon did not feel there was an issue and did not fix or revise the catheter in any way.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported surgical exploration and a catheter revision was planned for (B)(6) 2014. The dye study performed showed leakage at the catheter entry site to the spine. Other troubleshooting performed included x-rays. The cause of the issue was unknown. It was noted the patient experienced increased spasticity at the catheter track and this was the only withdrawal symptom reported. The patient¿s status at the time of this report was ¿alive-no injury.¿ further information clarified the pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the healthcare provider (hcp) was doing a side port aspiration because the patient was potentially going through baclofen withdrawal. It was noted it was looking like the hcp was going to have to do a dye study to check for a micro-tear. The patient¿s symptoms started approximately a week ago and the patient was put on oral baclofen. It was further reported they did aspirate the amount of volume expected. The pump was being used to deliver lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.